Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿display was not working¿. The unit was triaged and the reported issue was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s display was not working. There was patient involved but no patient injury.